Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed their right ventricular (rv) lead was over-sensing noise. Programming changes were made. The patient was stable throughout.